Event description:
It was reported that device sterility was compromised. Upon opening of a 300cm long taper angled tip v-14 control wire guidewire, it was noted that the top of the sterile sleeve was damaged and seen to be no longer sterile. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process the device was inspected according to procedure, peripheral intervention product analysis guidelines. The guidewire was returned, and it was observed kinked at proximal tip. No more damages were observed. It is important to know that the package of the device was not returned. The device was soaked in saline solution in order to activate the coating at distal section. When the coating was activated, no issues were identified in the distal tip coating. The guidewire was returned, and it was observed kinked at proximal tip. No more damages were observed. The device was measured in three sections (distal - medium - proximal) along it.

Event description:
It was reported that device sterility was compromised. Upon opening of a 300cm long taper angled tip v-14 control wire guidewire, it was noted that the top of the sterile sleeve was damaged and seen to be no longer sterile. The procedure was completed with another of the same device. No patient complications were reported.